Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from their implantable cardioverter defibrillator (ICD) when the ICD detected an atrial arrhythmia with rvr (rapid ventricular response) as a ventricular fibrillation (vf) episode. The ICD remains in use. Additionally, it was reported that there was oversensing on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.